Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for the return of the device. The customer has responded and indicated the multi-function cable was replaced at their facility to resolve the problem condition. The device was returned to service for clinical use and will not be returned to zoll medical.